Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15144. Related manufacturer reference number: 2017865-2021-15145. It was reported that the patient had their implantable cardioverter defibrillator (ICD) and all leads removed due to an infection. The patient was stable throughout the procedure.